Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant that was installed too deep across the si joint. The explanted implant was a 4x30 mm. The lot number is unknown.

Event description:
In (B)(6) 2016, the patient had left side si joint arthrodesis where three implants were placed. During the procedure, the surgeon advanced the most caudal implant too deep across the si joint so that the proximal end of the implant was no longer sufficiently in the ilium. Later in (B)(6) 2016, a different surgeon removed the caudal implant. The patient is doing well following the revision surgery.